Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock lead impedances (sli) measuring in the 120 and 140 ohms. The health care professional (hcp) wanted to increase the alert limit to 150 ohms. Technical services (ts) recommended to perform a commanded max energy shock and discussed concerns with impedances around 145 ohms. Ts walked through programming rv coil to can and a shock lead test was performed and impedances increased to 157 ohms. The hcp programmed the device back to triad configuration and impedances measured 139 ohms. At this time, the hcp will discuss with the physician and the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock lead impedances (sli) measuring in the 120 and 140 ohms. The health care professional (hcp) wanted to increase the alert limit to 150 ohms. Technical services (ts) recommended to perform a commanded max energy shock and discussed concerns with impedances around 145 ohms. Ts walked through programming rv coil to can and a shock lead test was performed and impedances increased to 157 ohms. The hcp programmed the device back to triad configuration and impedances measured 139 ohms. At this time, the hcp will discuss with the physician and the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that there was observations of minute ventilation (mv) noise that was being oversensed on all three channels. This is most likely due to the patient having a procedure. At this time, the lead remains in service. No adverse patient effects were reported.